Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A physician reported a patient with redness and pain following an intraocular lens (iol) implant procedure. The patient was diagnosed with conjunctival hyperemia, aqueous opacity and aqueous cell and flare. Exudation on the surface of the iol was observed and the vitreum of the both eyes showed flocculent turbidity. The patient was diagnosed with papilloedema and uveitis. The patient was hospitalized and treated with medication. The symptoms improved, but later returned. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
Serial number of lens was reported for both eyes. Based upon original information received via questionnaire, it appears as though the sn provided belongs to the right eye file and the sn for the left eye is unknown at this time. (B)(4).